Event description:
I had a diskectomy on c-5; 6 done. Approx 2-3 weeks post op I had an onset of severe pain and numbness down my left side; arm, hand, leg for approx 30 plus minutes. When brought to the attention of my surgeon, they just believed I was in a healing state. I had an x-ray done to find the "synthes" titanium locking plate system had been broken in two pieces. For the most part, I had only layed in bed healing. Since then I have had numerous excuses, from my surgeon, why the plate should not be removed, basically brace it up and get it off my nerve root and relieve pressure. As I have complained for a few months that I want it out due to many reasons, I am in more pain than before; I am numb with the pins and needles sensation down my neck both arms and hands- every few minutes- no matter what position I am in, and lastly I feel you just do not leave broken medical devices in people. His continual response is it should not be removed giving a confusing "song and dance doctor lingo routine." As to that I had received a 2nd opinion, who is brilliant and has given me a complete opposite reaction of why it broke. I went to my first surgeon and demanded it be removed, he now will remove it and would like to keep it to see why it may have broken. I certainly disagree, I would like to keep it and see why it broke as well. I feel no person should endure what I have been for the past few months.